Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump charger was no longer working and that they couldn't charge the pump. They stated that this resulted in a delay of therapy, but that they did not know for how long. They also stated that they did learn how to use a syringe for feeding at a health center, but that because they are in a rural community, the patient had lost weight while waiting for a new a/c adapter. Mmd did follow up with the initial reporter and they stated that the patient did receive a new charger and that they were doing well. They did not provide any additional information. [Complaint (B)(4).